Manufacturer narrative:
(B)(4) 2014 - we were informed the original explant date provided to us was incorrect. The correct explant date is (B)(6) 2013.

Event description:
This lead was explanted due to dislodgement. Attempts were made to try and revise this lead, but this and another OEM lead were unsuccessful. Patient was referred to a cv surgeon for placement of an epicardial lead. There were no adverse patient effects reported. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.